Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving hydromorphone (4 mg at 1.67996 mg/day), fentanyl (2000 mcg at 839.98177 mcg/day), and bupivacaine (5.9 mg at 2.47795 mg/day) via an implantable pump at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (3.3 mg at 1.38597 mg/day), fentanyl (2000 mcg at 839.98177 mcg/day), and bupivacaine (5.9 mg at 2.47795 mg/day) via an implantable pump. It was reported the patient had increased pain to hips and legs at a refill on (B)(6) 2021. The patient was administered tizanidine. The next day, the patient called back stating increased pain especially in left whole leg and didn't feel pain relief in the left leg. A CT scan was performed and the pump was intact. A catheter dye study was then performed and showed normal flow. On (B)(6) 2021, the patient had a fall due to the leg pain and muscle relaxers. The patient noted they had weakness and numbness. The patient felt the pump was sutured in too much and was hitting a nerve. The pocket was revised to remove all anchoring ligatures and re-anchor one loop on (B)(6) 2021. The pump was reprogrammed and the event was ongoing. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021, the patient reported feeling better and significant improvement after pump repositioning. The patient stated their pain was almost gone. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.